Manufacturer narrative:
The reported loss of communication was not confirmed in the laboratory but is believed to be the result of electro- magnetic interference originating from the implanted lvad device. The device was reportedly explanted in 2008 and only returned in 2011. The device functions remained on during this period resulting in normal battery depletion.

Manufacturer narrative:
Na

Event description:
It was reported that the patient had gone into emergency and a magnet was placed over the device to disable defib thera- pies. However, during surgery, the patient received shocks. The therapies were programmed off. After surgery, when attempting to program the therapies back on, the device would not interrogate. Information received later noted the patient had a left ventricular assist device (lvad).